Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had missing daily measurements. Device data analysis showed multiple resets due to device pacing above or below the rate reset threshold. It was unknown what may have caused the rate reset. Follow up device analysis found additional resets recorded since the last time the memory was checked and it was suggested that the atrial channel may be causing the rate resets. Boston scientific technical services (ts) discussed that the device may be having a hardware or an unknown timing issue in conjunction with programmed settings that is causing the resets. Ts made a primary recommendation to replace the device pending physician discretion and recommended programming changes and reevaluation in the meantime. No adverse patient effects were reported.

Event description:
Additional information was received that another request was made to have data from this device analyzed. Data analysis showed the device daily measurements appear to be updating correctly now which is a good indication that the device has stopped resetting since the mode was changed to vvi. Boston scientific technical services (ts) discussed that the device may have been having a hardware or an unknown timing issue in conjunction with programmed settings that caused the resets. However, at the present time the device appears to be functioning properly in vvi mode. Ts recommended continuing to follow the device closely to make sure that there is no further disruption in the daily measurements. No adverse patient effects were reported.